Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide bundle was chipped, rigid tube was dented, component failure of the heater, light guide bundle and rigid tube a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- error e104 was caused by a component failure of the heater. Chipped light guide bundle was caused by a component failure of the light guide bundle and dented rigid tube was caused by a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had an error e104. The issue occurred during set for inspection for use before patient in room. There were no reports of patient involvement.